Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon chest x-ray examination, it was noted that the right ventricular - rv lead was dislodged. The rv lead was repositioned (B)(6) 2021 and the patient was in stable condition throughout the procedure.